Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a 20mmx10mm hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst and retrieve a previously misplaced 15mmx10mm axios stent (see report # 3005099803-2019-04791 for details) during a cystgastrostomy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the first flange of the stent was deployed outside of the cyst in the patient's stomach. The physician then intentionally fully deployed the stent in the stomach to facilitate its removal at the end of the procedure. A second hot axios stent was placed, and the 15mmx10mm stent was removed from the cyst through the successfully placed stent. The 20mmx10mm stent was removed from the stomach using rat tooth forceps, and the procedure was completed. There were no patient complications reported as a result of this event.